Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated patient had surgical intervention wherein the ipg was replaced and post operatively therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient did not charge the ipg as instructed, resulting in the ipg becoming inoperable. Surgical intervention is anticipated to take place at a later time to address the issue.